Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6)2021, the patient developed a skin reaction that consisted of a rash with redness, inflammation, pimples, blisters, a scar and dry skin at the sensor patch adhesive. The patient had itching sensations in the area. The patient stated there was no treatment as a result of the event. There was no documentation of medical intervention. No additional patient or event information is available.